Event description:
The customer (veterinary laboratory) stated that erroneous high ise [sodium (na), potassium (k), chloride (cl)] results were generated by the au2700 clinical chemistry analyzer on 3 samples. Erroneous results were reported out of the laboratory. There was no report of impact to the veterinary patient. Ordering veterinarian had questioned the unexpected high result and requested repeat testing. Customer stated that controls (qc) before the incident was acceptable and within facility established ranges. However qc performed after the incident was out of range high.

Manufacturer narrative:
A field service engineer (fse) evaluated the ise. Fse cleaned the flow cell and replaced the roller, pinch tubing, the internal ref fluid, all ise reagents, the buffer valve, and sample wash valves to resolve the customer issues. No further issues have been reported. (B)(4).